Event description:
Patient was receiving 5-fu via cadd legacy pump with equashield closed system transfer device female ll connector swivel (fc-1s) and equashield luer lock adaptor (ll-1). The adapter disconnected and exposed the patient to 5- fu which lead to the patient being coached by phone to stop the cadd pump, utilize a chemo spill kit, and then return to our facility for additional treatment. New pump cartridge filled and started on a new pump. Patient had an exposure to her hands and into an open cut that lead to burning and irritation. Treatment provided by nurses on site for exposure. Prior challenges experienced with equashield female ll connector (fc-1) leading to leaks, after which, the company recommended use of fc-1s. This leak was attributed to disconnection of the ll-1. FDA safety report ID# (B)(4).